Event description:
The manufacturer received information alleging humidifier does not work. During the evaluation of the device at the third-party service center, the device was visually inspected and found therapy led on white verification fail. The device's event log was reviewed by the service center and error code found. Additionally, failures observed were scratched ui bezel, burnt heater plate, contaminated bottom enclosure and tube, broken blower box and missing usb cover. The customer complaint was not reproduced, and the device was not repaired due to customer requested return unrepaired. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.